Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube, broken reservoir tube lip, broken battery tube, and broken end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had damage on it. Customer's blood glucose was 183 mg/dl. The device is being replaced and was sent for analysis.